Event description:
It was reported that the patient stated she has "gut pain" when exercising, gets shortness of breath and feels pain all the time. She has trouble eating and feels full all the time. She thinks it may have something to do with her pacemaker because no one can figure what else is wrong. Previous experience on this device includes patient reporting feeling light headed and dizzy when about 15 feet away from the store entrance and near the checkout. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a (B)(4) for devices still in use has been incorporated into this report.

Event description:
It was reported that the patient stated she has "gut pain" when exercising, gets shortness of breath and feels pain all the time. She has trouble eating and feels full all the time. She thinks it may have something to do with her pacemaker because no one can figure what else is wrong. Previous experience on this device includes patient reporting feeling light headed and dizzy when about 15 feet away from the store entrance and near the checkout. It was later reported that the patient could feel electromagnetic interference at work and at stores. The patient was concerned there could be a crack in the device. The device is still in use. No further patient complications have been reported as a result of this event.